Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2022. The patient stated he was going to a swimming pool on (B)(6) 2022 and noticed before he left to go to the pool that his dexcom cgm was reading approximately 14.0 mmol/l. The patient stated that his insulin pump administered insulin accordingly, but that his cgm was still reading 14.0 mmol/l when he checked it again later at the pool. The patient then manually administered insulin. Then, as the patient was preparing to drive home, he checked his cgm again and saw that the reading had risen to 17.0 mmol/l. The patient administered insulin once again and drove home. After the patient reached his home, he nearly lost consciousness and was sweating. His dexcom cgm was reading 13.0 - 15.0 mmol/l, but a comparative fingerstick measurement revealed a blood glucose meter value of 1.5 mmol/l. The patient's wife was at home during this time and provided the patient with lemonade to drink, after which his condition partially improved. He then had some chocolate and recovered. No further treatment or medical intervention was reported and the patient was doing well at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.